Event description:
(B)(4). I've had this pelvic pain and swelling along skin problems, itching that I cannot scratch cause its internal, enlarged abdomen, headache, irregular menses, recently feet swelling, tingling in fingers and toes, hair loss, metal taste in mouth, burning sensation in abdomen, yeast infection, bacterial vaginitis. Im allergic to nickel. I had an ultrasound waiting for results and I need a biopsy for irregular cells.